Manufacturer narrative:
The pump was unable to prime during the prime test due to a protruded and loose drive support disk. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer received a compromised force sensor system alarm during the fill tubing process. The customer also stated insulin was squirting during the manual prime process. Customer's blood glucose was 119 mg/dl. Troubleshooting found the customer's drive support cap appeared to be flush. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.